Event description:
Received a copy of the customer's (B)(4) report. Per report: "rn called for help from patient's room. Upon entering the room, the patient was unresponsive, had a pulse but with agonal breathing. Code blue was called, upon the act team entering the room, it was noted that the IV pump for the dopamine infusion was off. The infusion was restarted at previous settings." The patient survived and was eventually discharged. The (B)(4) report also states "alaris calibration test on (B)(6) 2013: all devices tested properly, no errors found during the test. Log files were unable to draw any conclusions." It is unknown who read the log files and it is unknown which pump module was infusing the dopamine. Although requested, no further patient or event information was provided.

Manufacturer narrative:
(B)(4). Although requested, the logs/devices have not been received for investigation. Unable to determine the root cause of the customer's report that the pump module was found off. A follow up report will be submitted with investigation results should the logs/devices be received for evaluation.